Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The complainant was contacted return of the product. The product has not been returned for evaluation.

Event description:
Complainant alleged that while attempting to treat a female patient, with atrial fibrillation, the device was unable to select energy or sync. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.